Event description:
It was observed during the device evaluation, the flexible scope exhibited foreign residue in the distal end plastic cover and inside the channel wall. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to inappropriate materials problem, component failure. Olympus will continue to monitor field performance for this device.